Manufacturer narrative:
The returned device was visually inspected and functionally tested. Visual inspection showed that the device was intact with no apparent issues. The reported issue has been confirmed through testing; the sheath failed the inspection due to a bond leak at shaft to valve subassembly and rust inside the handle. The sheath failed to deflect due to resistance encountered when moving the steering wheel. Air aspiration was reproduced when a catheter was introduced through the sheath. Dissection and pressure test showed a leak at the bond of shaft with valve subassembly as well as traces of rust in the stopper inside the handle preventing an easy deflection. Further dissection revealed the hemostatic valve was leak tight. This report will be recorded and trended.

Event description:
Information received by medtronic indicated that there was air ingress during aspiration of the sheath. The sheath was replaced, the cryoablation catheter was inserted and no further issues were seen during aspiration. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has not yet been returned for evaluation. Results of evaluation of returned device will be submitted in a supplemental r eport.